Event description:
It was reported that on literature review "radiofrequency ablation using low temperature plasma knife for treatment of early glottic carcinoma", one patient had a incision infection after a early carcinoma treatment using a evac 70 wand and a coblator ii surgery system. Patients outcome are unknown as well as the infection's treatment. No further information is available.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Article citation: shuang, yu, et al. "Outcomes of radiofrequency ablation (rfa) and co2 laser for early glottic cancer." American journal of otolaryngology 37.4 (2016): 311-316.

Manufacturer narrative:
H10:h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, risk management and corrective and preventative action, non conformance, probabilistic risk assessment/health hazard evaluation review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Corrected data: d4